Manufacturer narrative:
(B)(4)

Event description:
Additional information received from the consumer reported the stroke, hospitalization, and seizures weren't related to the devices. The devices were working fine and therapy was effective. The patient was able to undergo an MRI which showed their brain was damaged due to the stroke, but again nothing was related to the devices.

Event description:
A consumer reported they were seeing the poor communication screen on the patient programmer (pp), were seeing the reposition antenna screen on the recharger, were unable to communicate with either the pp or recharger, and were unable to recharge. It was noted the consumer was currently in the hospital because they had a seizure and they wanted to perform an MRI, and needed to be able to get the device into MRI mode. The last time the implantable neurostimulator (ins) was recharged was the end of (B)(6) so it became discharged, and a request was made to meet with the manufacturer's representative (rep) for a jumpstart. It was noted the consumer suffered a stroke on (B)(6) 2015, became paralyzed on their left side, and had been in rehabilitation centers which is why they didn't charge, and also got aggravated by stimulation. It was noted the consumer had a hard time charging because they couldn't lie on one side for a long time, were in a wheelchair and hospital bed, and also experienced soreness and agitation. The consumer later reported the recharging issue had been resolved when the rep. Met with them and performed a "total recharge," and showed them how to charge the device. The rep. Was then able to start the charge allowing the device to fully charge and then switch into MRI mode resolving the issue of the consumer being aggravated by stimulation. Following this there were no further issues with the device. Relevant medical history includes complex regional pain syndrome type I and spinal pain.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.